Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The sheath was returned for evaluation, unexpanded. The distal tip was split with a length of 1.8cm. Due to the nature of the complaint event, no relevant functional testing or dimensional inspection were able to be performed. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported events. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and procedural training manual were reviewed. The proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries). Do not use if the sheath is damaged (i.e. Kinked or stretched). Always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications. Know position of sheath tip in the aorta. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not force sheath. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect was identified, no corrective or preventative actions are required. The split distal tip was confirmed based on the evaluation the returned device. However, no manufacturing nonconformances were identified during the evaluation. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, 'the e-sheath, went out the patient, was damaged.' And that the 'perceived root cause of the reported event (e.g. By the operators, ew rep, initial reporter) was calcified vessel'. The returned device reveals a split at the distal tip. This can be indicative of calcium nodules within the vessel interacting with the sheath during insertion/advancement. The presence of calcification can create a challenging pathway for sheath insertion, as it can damage the distal tip, such as splitting it, through contact with the sheath. Available information suggests that patient factors (calcification) likely contributed to the reported event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, a patient underwent implant of a 26mm sapien 3 valve during a tf tavr case. The physician performed bav successfully before the implant but during withdrawal the device became stuck on the esheath and the devices were removed together. A new esheath was placed to complete the case successfully there was no injury to the patient. The esheath was returned for evaluation and a torn distal tip was observed. As per medical opinion, the event was caused by the calcified vessel.